Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and blood glucose level. Customer had symptoms such as diarrhea, thirst and vomiting. Blood glucose level at the time of the call was ranging from 218 to 280 mg/dl. Blood glucose at the time of the call was 250 mg/dl and treated with syringes. Customer also reported getting low blood glucose of 40 to 50 mg/dl. Troubleshooting was completed. The insulin pump was not replaced or returned for analysis.